Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar thermocool for which biosense webster¿s product analysis lab (pal) identified the tip of the vizigo was torn. It was initially reported by the customer that at the time of performing the puncture, the vizigo would not advance further from the groin. The tip was slightly damaged. The tip was reported to be folder or wrinkled at the tip; deformed. No alteration on the surface. The sheath was replaced with another new one and it was able to be inserted smoothly into the patient¿s body. The procedure was completed with no problems and no patient consequences. The customer's reported damaged tip issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 17-sep-2025, the bwi pal revealed that a visual inspection of the returned device found a tear on tip of the vizigo sheath. These findings were reviewed and assessed as an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual and microscopical inspections of the returned device were performed in accordance with j&j medtech procedures. Visual analysis of the returned sample revealed that the tip was torn. A microscopical inspection was performed and the torn condition was further confirmed; no other damage or anomalies were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The potential cause of the broken tip condition could be related to the handling of the device during the procedure; however, this could not be established conclusively. The instructions for use (IFU) contain the following information: use best practices for inserting or retracting any device at the hemostatic valve. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).